Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to battery was holding less charge than when it was implanted. The patient is doing well post operatively. Explanted device will not return due to facility policy and electrocautery was not used during the procedure.